Event description:
It was reported that the customer's insulin pump had a weak battery alert. Her blood glucose was over 600 mg/dl at the time of reporting, which she was treating with her insulin pump. She was assisted with clearing the alert, and advised to monitor her insulin pump closely. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.